Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with their reservoir. Customer's blood glucose level was 485 mg/dl. Customer advised they had a bent cannula and understood that issue resulted in elevated blood glucose levels. Customer believed there was a blockage inside of the reservoir when they attempted to deliver insulin. Customer was advised a replacement reservoir would be sent out and they agreed to return the product for analysis.